Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the sensing for the right ventricular (rv) lead had been trending downwards. The patient is a participant in the (B)(6) study. The lead remains in use. No patient complications have been reported as a result of this event.